Manufacturer narrative:
Device evaluation indicated that the ipg passed the electrical, performance, and photographic imaging tests performed. The complaint was confirmed. The profile showed that the battery depletion rate had changed recently before the explant procedure. The source of the fast battery depletion was resulted from the affected analog integrated circuit which was characterized by excessive sleep current and low impedance. The source of the analog integrated circuit damage was unknown. However, exposing the device to high electromagnetic or voltage transient could cause this type of failure. The ipg presented burn marks on the case. It was reported that the patient had a tummy tuck procedure, but it could not be confirmed if electrocautery was used.

Event description:
A report was received that the patient underwent a pocket revision due to charging issues. During the revision procedure, the physician replaced the battery due to suspected damage caused from her tummy tuck surgery.

Event description:
A report was received that the patient underwent a pocket revision due to charging issues. During the revision procedure, the physician replaced the battery due to suspected damage caused from her tummy tuck surgery.